Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent non capture and pauses were noted on the right ventricular (rv) lead one day post the implant procedure. Rising and high thresholds were also noted on the rv lead. The lead was reprogrammed and subsequently revised. Intermittent non capture was noted during the revision procedure. The lead was re-seated in the header and appropriate capture was then observed. The rv lead remains in use. No patient complications have been reported as a result of this event.